Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the stated issue. The adjustable pressure limit (apl) valve was replaced to resolve the issue.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, adjustable pressure limit (apl) valve doesn't work and the unit lost the ability to manually ventilate. There was no reported patient involvement.